Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set tubing was detached from connector on (B)(6)2024. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
Initial and final MDR(B)(4) - device 3 of 3